Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with replacing the loose white blood cell (wbc) bath drain tubing to the vacuum isolator, which resolved the issue. Per the operator's guide / IFU: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that 1-2 cubic centimeters (cc) of clear fluid had leaked from the coulter lh 500 hematology instrument. The white blood cell (wbc) bath was overflowing and the leak was not contained. The operator was wearing gloves, glasses and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.